Event description:
Customer was positioning the table, and the osi hana table base moved and rolled over the surgeon's foot. Patient was on the table at the time of the incident.

Manufacturer narrative:
A solution that is unknown is being used on the casters which is causing the caster springs and foot pads to discolor to a brown-rust color. One of the casters had a broken camber and would not lock the wheel firmly in place. The caster springs and rubber pads on both casters were rusted to a brown-rust color.

Event description:
Customer was positioning the table, and the osi hana table base moved and rolled over the surgeon's foot. Patient was on the table at the time of the incident.